Event description:
Physician inserted the wire. Upon turning the wire, it began to unbraid. The physician attempted to pull the wire back through the introducer, and the tip of the wire snapped off. A snare was used to successfully retrieve the device portion. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each pmg wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." No product was returned to assist in this investigation. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument such as the catheter or introducer. Less frequently, patient anatomy makes advancement and/or withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. The root cause is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk assessment, there is insufficient risk to warrant risk reduction activities.